Event description:
This complaint is now reportable based on the analysis completed on jan 9th 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. It was reported that a 90% stenosed moderately calcified, severely tortuous proximal circumflex (cx) artery lesion, the physician encountered "significant resistance" and was unable to cross the lesion with the taxus liberte 3.00 x 28 mm drug eluting stent. The procedure was completed with balloon angioplasty with an unspecified balloon. No pt injuries or complications were reported. The pt's disposition was reported as "good". When the returned product was analyzed, it was shown that there was stent damage.

Manufacturer narrative:
A review of the mfg documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the distal edge of the stent was damaged. The stent was damaged on the first row and two struts were bent distally. No kinks or damage were noticed along the shaft of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. This event will be assigned the most probable root cause classification of operational context.